Event description:
The customer reported that intermittently the system would not turn on. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The network cable was repaired and the f3 fuse was replaced. The system was tested and found to be working as intended and put back into service.